Event description:
A malfunction alarm labeled as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not persist. The customer was instructed to continue using the pump and to contact support if the issue recurred, which the customer understood and acknowledged.